Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Fifteen days after onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering from the event. The patient discontinued pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported that the patient did not have peritonitis. Therefore, the baxter peritoneal dialysis disposable device is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.